Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's lcd display screen was replaced to address the issue. During the eval of the device at the MFR's service ctr, a "service required" code was found in the ventilator's downloaded error log. The device was recalibrated to address the issue.

Event description:
The MFR received info alleging a ventilator's lcd display screen was damaged. The device was not in pt use.